Manufacturer narrative:
Device received with rf pic failed self test alarm during self-test due to a faulty y1 on the rf board. Device received with normal operating currents, unit passed unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm, excessive no delivery test and displacement test. Device received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed rf pic failed selftest. The customer¿s blood glucose was 11mmol/ l at the time of the incident. It was reported that the alarm occurred on pump several times on basal. The customer was asked to do auto test and the alarm occurred again. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.